Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited capture anomaly. The lead was capped and replaced on (B)(6) 2017. No further information was available.

Event description:
New information available on (B)(6) 2018 states that, the right atrial lead had been experiencing a rising threshold over the past year. The patient was stable throughout and after the entire procedure.